Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient reported she had a revision due to infection in (B)(6) 2013. The patient does not know how many devices were revised (patient reported "not everything came out"), but knows stryker devices were revised.